Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-16592. It was reported that the patient presented for device change out procedure. During procedure, the pacemaker's atrial set screw was stripped. The physician was unable to disengage the set screw using multiple hex wrenches. The physician tried to manually break the mechanism to release the right atrial lead but was unsuccessful. The right atrial lead was cut, capped, and replaced. The patient was stable.

Manufacturer narrative:
Analysis found that calcified blood was filling both the a-setscrew inset. The calcified blood was preventing the wrench from engaging the a-setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could now fully insert into and engage the setscrew inset and untighten the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it.